Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion insulin syringe 3/10ml 29g x 8mm the needle hub separated. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when she removed needle shield, needle hub separated.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023 h6: investigation summary the customer returned (1) 0.3ml 31ga 8mm syringe reporting needle hub separates issue. The syringe sample was visually inspected and observed no signs of damage on the barrel or the needle hub. Embecta was able to confirm the reported failure of needle hub separates. A review of the device history record was completed for batch # 9210510 all inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure of needle hub separates. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported while using relion insulin syringe 3/10ml 29g x 8mm the needle hub separated. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when she removed needle shield, needle hub separated.